Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip was scissoring. Both clip appliers had malformed clips and feeding issues. Scissoring occurred both on the vessel and during dry firings. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Jaw misaligned additional information: the clip fed partially out after initial firing, it bound up after a couple of fires, fired malformed and scissored clips. The clips were not fired over a hard surface, the lap chole was a straight forward lap case, no cholangiogram on first case the analysis results of the er320 device found that it was received with a clip in jaws and the jaws misaligned. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the clips were fed as intended; however, due to the misaligned condition of the jaws 13 scissored clips were formed. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.